Manufacturer narrative:
B3: event date was asked and it is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having problems with their stimulator. Patient stated the controller displayed 100% and the implant would be at 60% or higher, but it felt as if the stimulator battery was low. Patient said they could feel when they were not charged because it would last them ten days, then the implant would deplete, and that is when they would know to recharge. Patient then said now it was still reading 60% every time they charged back up and they knew that had to be wrong, as it felt as if the stimulator was low. Agent asked, patient confirmed they just did not feel like the stimulation was on. Agent asked when the issue first started and patient said it started a while back, probably around november, but then it went back to doing normal things and then it started back up this past week. Patient unlocked controller and reported the implant battery was at 60%. Patient was in group b with stimulation on. Patient only had one program in group b. Patient tried to increase program 1 from 2.8 to 3.4, and then 3.6. Patient stated the implant did not auto default back to 0.0. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue if it still felt like the stimulation was not working. Pt called back stating that their ins won't charge/increment past 60%. Caller explained that they experience pain because the ins depletes at a faster rate than what they're used to because the ins won't charge 100%. Caller confirmed that the issues relate to charging the ins, not the therapy. Caller stated that they spoke with their healthcare provider (hcp) and was instructed to contact for a new controller. Agent reviewed that the recharger is most likely the root cause. Caller remained adamant about receiving a replacement controller. Agent reviewed information and sent a request to repair to replace the controller and recharger.